Event description:
It was observed that during the device evaluation, the subject device exhibited camera cover has foreign objects and light guide lens has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint regarding the camera having a foreign object could not be established. For the light guide lens, the corrosion was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.